Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. The customer stated she was vomiting prior to the event. Nothing further was reported. Replaced the insulin pump per the health care professional's request.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.